Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: six (6) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. Torque engagement testing was performed, and the engage and disengage force to open and close the twist sleeve was above tolerance and meet specification. The reported condition was not verified for all samples. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address : (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of four (4) minicap transfer sets cannot be closed. The event was described as "the transfer set was very tight and difficult to open, but it can be opened. After opening, it cannot be closed, the tenon cannot be reset". This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.